Event description:
It was reported that while unloading a cot with a patient on it, the wheels at the head end did not lock and the litter dropped down causing reported pain to the patient.

Manufacturer narrative:
The patient had pre-existing back pain prior to the cot drop event. A cause as to why the device had dropped may be attributed to operator error, or due to impact damage causing the release rod to bend and create an abnormal amount of friction.

Event description:
It was reported that while unloading a cot with a patient on it, the wheels at the head end did not lock and the litter dropped down causing reported pain to the patient.